Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a peripheral diagnostic procedure. Reportedly, the artery was not captured by the suture. There was difficulty reinserting the guide wire but it was re-inserted. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The cath lab technician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.